Event description:
New information received notes that the lead exhibited high capture threshold and failure to capture. The fracture was verified via fluoroscopy. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular (rv) lead exhibited a conductor fracture. The rv lead was capped and replaced on (B)(6) 2025. The patient condition was unknown.